Event description:
During cholecystectomy and adhesion lysing, pt suffered a burn to her subcutaneous tissue. It was noted that the insulation on laparoscopic forceps had melted in several places. The burned tissue was removed and the pt suffered no further problems.